Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was inserted. The surgeon reported that the patient experienced poor wound drainage with seroma formation. Additional information has been requested.

Manufacturer narrative:
Corrected information narrative: it was reported that a patient underwent a breast reconstruction surgery procedure on (B)(6) 2012 and a drain was inserted. Two day following the surgery, the patient returned to the surgeon's office with poor wound drainage and seroma formation. The surgeon aspirated the seroma in the office.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 51112isp, mfg date: 03/31/2012, exp date: 04/30/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: representative samples were returned for evaluation. They were visually and functionally evaluated and they met the requirements.